Event description:
The following has been reported: customer reported: "pump sn # (B)(6) - pump keeps erroring pump cassette misload. They tried the set on another pump and it worked fine. Tried another set on this pump and it threw the cassette loading error. A preliminary review identified the following issue: tubing set misloaded. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.